Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: te 231007, 231008 (o2 valve leak). O2 input failed. System test in o2 mixer getting failed. No patient involvement.